Event description:
It was reported that during an operative hysteroscopy procedure, there were malformed clips. Upon the first use, the proximal part of the clip delivered was not completely closed. Another applier was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 05/18/2010. Information anticipated, but unavailable at this time.